Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. Updates: codes apply to the leads. Patient code c50789 no longer applies but added c50526. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient got the implant for leg pain, so the leg pain was not from the wires being crossed. They explained that the patient fell on ice and landed hard on their back in (B)(6) 2018. The fall disrupted the lead placement, which was confirmed by x-rays that were compared to the implant images. The x-rays showed that the leads had dropped and the right lead crossed over the left lead. It was noted the system worked fine until the fall. The patient did meet with the doctor but the patient declined to have the lead fixed because they don't want anyone to cut them again. The hcp noted that no correction is needed for the leg pain since it was pre-existing and was the reason why the system was implanted. Since the patient refused to proceed with the lead revision, the leg pain has not yet been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2021, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2018, the patient's "wires crossed" in their back, which caused leg pain. The therapy wasn't helping their leg pain so they stopped using their device. They had seen their doctor about this, and their doctor reviewed with them that they could remove and replace the ins, but the patient was unsure if that was what they would want to do. MRI guidelines were also requested because the patient needed a MRI of their lumbar spine. MRI compatibility was reviewed. They were also redirected to the doctor to address the issue. No further complications were reported or anticipated.